Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of a remote transmission revealed the patient received inappropriate atp and hv therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Programming changes were recommended. Patient will be monitored.